Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check prior to pocket revision due discomfort at the device site, this implantable defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. It was noted that the pacing impedances were fine. In addition, sensing was good and no noise was noted. Technical services (ts) discussed possible calcification on the proximal coil, and the shock vector was programmed from distal coil to can. This lead remains in service. No adverse patient effects were reported.